Event description:
It was reported that the patient had a well functioning hemosplit for 1.5 years ,but one day it moved 5cm out from the point of placement. Two days later when the patient removed the dressing, the catheter fell out, without the cuff. The cuff was removed in 2007.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.